Manufacturer narrative:
Patient ID is unknown. Manufacturer placeholder is used here. Device evaluated by MFR: device remains implanted. Related report submitted under manufacturer reference number (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that a patient was treated with a gore® excluder® iliac branch endoprosthesis on (B)(6) 2019. On (B)(6) 2022, the components implanted on the left (sn (B)(4), sn (B)(4) and sn (B)(4) were realigned to the distal ipsilateral leg. The endoprosthesis was also extended with an additional device. The reasons for realignment and extension are unknown.

Manufacturer narrative:
A review of the manufacturing records indicated the lot met pre-release specifications. According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to endoleak.

Event description:
It was reported that on (B)(6) 2019, a patient presenting with an aneurysm in the common iliac branch was treated with a gore® excluder® iliac branch endoprosthesis and a gore® excluder® aaa endoprosthesis. On an unknown date in 2022, the patient presented to the hospital following a fall. The physician determined that the iliac component had disconnected from the ipsilateral leg on the patient¿s left side with an endoleak. The investigation by the doctor revealed that the original bridge piece had become dislodged from the ibe [iliac branch endoprosthesis] device. The bridge between the evar [endovascular aneurysm repair] device and the ibe device had dislodged. It is unclear if the fall contributed to the disconnection; however, the common aneurysm sack was filling and the decision was made by the consultant to bypass the internal iliac artery and stent from the main body contralateral gate to beyond the distal end of the ibe main body, eliminating flow into the internal iliac branch. On (B)(6) 2022, the patient required realignment, and this was accomplished by bridging the original stent [plc271000 (implanted 2019)] with two additional stents overlapping [plc141200 sn: (B)(6) and plc161200 sn: (B)(6)] with maximum overlap and ballooning.